Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy with bilateral salpingectomy, prior to the colpotomy step, while the surgeon was sealing vessels and performing tissue dissection, the surgeon reported difficulty with tissue grasping and sealing while using the bipolar fenestrated grasper (bfg). The surgeon noted multiple instances of tissue slipping from the bfg jaws and commented that the energy distribution across the jaw surface made it less effective for sealing during this specific step of the procedure. The surgeon indicated that the grip and sealing performance were not optimal for the tissue being addressed at that time. The instrument was replaced with a sterile bfg device to proceed with the surgery. There was no patient injury.